Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction procedure, a cardiac perforation occurred. Directly after mapping, the patient became hypotensive, dyspnoeic, ashen and obtunded. An intra-cardiac echocardiogram confirmed a pericardial tamponade for which a pericardiocentesis was performed to stabilize the patient. There were no performance issue with any abbott device.